Manufacturer narrative:
Manufacturer comment: following a review of the batch records for the lot number concerned it was confirmed that the device was manufactured and released per the set specifications with no relevant manufacturing or product history. There is no evidence to suggest a product defect. Clinical comment: a possible cause of the event may relate to an allergic reaction. The event does not appear to be an infection. The nodules present appear to be cones, which may be as a result of too superficial placement of the sutures. Conclusion: no product defect has been highlighted. The probable root cause is an allergic reaction or too superficial placement of the product. (B)(4).

Event description:
The patient underwent treatment with 4 sutures of silhouette instalift on (B)(6) 2018. One suture was placed in the patient's midface and one in the jawline on each side of the face. Approximately 1 month post treatment, the patient presented with abscesses in the lower face. Additional abscesses along the track of the sutures were present at follow-up reviews. The patient has received the following treatment for the issue: intralesional injections of cortisone, the treating physician attempted to remove the cones, picosecond focus lens laser treatment. The patient is reported to be improving following treatment.